Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient suffers from dyspareunia, difficulty urinating, chronic infections, pelvic pain, vaginal erosion, and inflammation. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant states that the device is an advantage sling, but the upn and lot provided are for an uphold pelvic floor repair kit.